Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/25/2015 with the following findings: a review of the pump history and black box data revealed no evidence of short battery life. The battery compartment was observed to be cracked at the threads and in the area below the grip pad. A battery cap was not returned with the pump; a test battery cap was used during the analysis. The test battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. (B)(4).